Event description:
It was reported during an unknown procedure on (B)(6) 2022 a vicryl suture was used. It was reported that the packaging was non-sterile and the sterile foil open on one side, the thread was non-sterile. There were no patient consequences reported.

Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. The following information was received: received an email from the pie / qrb 2191024 investigation on 12/21/2022 indicating that the sales rep was contacted and he/she reported 3 impacted products in this case instead of 2 reported in (B)(4). Only 2 products were returned. Trade name - irgacare®, active ingredient(s) ¿ triclosan, dosage form ¿ suture/solid/parenteral, strength ¿ = 275 g/m. Related reports: 2210968-2022-09678 and 2210968-2022-09679.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 1/3/2023. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, the following was obtained: please provide the date that the sales rep was aware that a 3rd impacted product was involved n/a, there was never any mention of three products only three pictures were sent. Which does not mean that three devices are affected. Product complaint # (B)(4). Date sent to the FDA: 1/3/2023. Corrected information: g3 date should be 12/21/2022 for the previous initial submission medwatch report # 2210968-2022-10547. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.